Manufacturer narrative:
D9. The tm90t0 device referenced in d10 was returned on 2025-12-30 and available for evaluation. The 8637-20 device remains implanted/in use. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 30-jul-2025, UDI#: (B)(4). H3. Device analysis identified that the micro usb charge port was loose, rattling. An electrical failure was identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a communicator was returned and analyzed. Analysis of the communicator identified an out of specification nonconformance of the device.